Manufacturer narrative:
The information about insulin pump tests was not provided with the initial report. The correct information has been included with this report. (B)(4).

Event description:
It was stated that the customer performed additional insulin pump self test and it was passed and high pressure test was also passed.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer was hospitalized due to high blood glucose of 420 mg/dl and 480 mg/dl. The user alleged the insulin pump was under delivering insulin because they tried to admin a bolus of 22 units in the air without being connected to the set and they did not see the insulin drop in the tubing. The customer experienced symptoms such as positive results in ketones test, nausea, vomiting, abdominal pain, renal difficulty, and dehydration. The customer was in the emergency room and treated with the insulin drip and antibiotics. The insulin pump received a pump error during auto-check and also had battery error. The insulin pump will not be returned for analysis.